Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the patient received two inappropriate shocks due to t wave oversensing with a reduced r wave ampliutde. The subcutaneous implantable cardioverter defibrillator (s-ICD) was reprogrammed to a different sensing vector. One month later the patient received another inappropriate shock due to having an elvalated rate and oversensing of noise. At rest the signal is biphasic, however at an elevated rate there in more dominate negative deflection. When signal is amplified the noise is more prominent. The sensing gain was increased. Treadmill testing was performed one month later and the s-ICD was reprogrammed to a higher rate. Another sensing vector was programmed. Engineering reviewed the data noting that there was still sensing challenges with the new vector and suggested performing another treadmill test. Four months later there was widely changing morphology and some external noise that the device was sensing. The oversensing of noise and t waves continued and the patient received another shock when in sinus tachycardia with significant morphology changes. Subsequently the s-ICD and electrode were explanted. It is unknown if the patient was implanted with another system as no boston scientific products were implanted during the explant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that the patient received two inappropriate shocks due to t wave oversensing with a reduced r wave amplitude. The subcutaneous implantable cardioverter defibrillator (s-ICD) was reprogrammed to a different sensing vector. One month later the patient received another inappropriate shock due to having an evaluated rate and oversensing of noise. At rest the signal is biphasic, however at an elevated rate there in more dominate negative deflection. When signal is amplified the noise is more prominent. The sensing gain was increased. Treadmill testing was performed one month later and the s-ICD was reprogrammed to a higher rate. Another sensing vector was programmed. Engineering reviewed the data noting that there was still sensing challenges with the new vector and suggested performing another treadmill test. Four months later there was widely changing morphology and some external noise that the device was sensing. The oversensing of noise and t waves continued and the patient received another shock when in sinus tachycardia with significant morphology changes. Subsequently the s-ICD and electrode were explanted. It is unknown if the patient was implanted with another system as no boston scientific products were implanted during the explant procedure. No additional adverse patient effects were reported.